Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during initial device set-up, there was a problem with the external pulse generator's (epg) display. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) display was not working correctly. It was indicated that the epg's red display wire was pinched and wire was exposed. This part was replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned and subsequently tested out of specification during manufacturer's analysis.